Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching.

Event description:
It was reported that during the implant attempt the lead insulation was damaged due to the patient's tight clavicle. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt the lead insulation was damaged due to the patient's tight clavicle. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).